Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during use, and the agent instructed the user to wait for rewind before removing the cartridge; the device was later shut down and a replacement was arranged, with the user continuing insulin via subcutaneous injection and reporting a blood glucose value of 313 mg/dl. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with a mechanical issue identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.